Manufacturer narrative:
Analysis was normal. No anomalies were noted. Interrogation of the device revealed it was above the elective replacement indicator (eri) when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri).

Manufacturer narrative:
Based on the information received, the device was prophylactically removed and there is no alleged malfunction of the product. Should the device be returned and the analysis results indicate an anomaly a follow up report will be submitted. The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on 11 october 2016.

Event description:
It was reported that the device was prophylactically explanted following the advisory for premature battery depletion. No elective replacement indicator (eri) or battery performance alert (bpa) was received. There were no patient consequences as a result of the prophylactic explant.